Event description:
It was reported to medtronic neurosurgery that the nurse attempted to change out evd drainage bag on a duet edms, but was unable to unscrew connection at the drainage connector. While attempting to unscrew the connector using stat locks, the connection that screws into the evd device and the drainage bag popped off and broke. According to the report, the drainage system was successfully changed out with no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use caution that "in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system". A review of the manufacturing records was not possible as no lot number was provided. (B)(4).